Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle straight handle cracked. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the handle is cracked. The root causes is a combination of product design and wear out. Previous investigations found eco-(B)(4) was implemented on (B)(6) 2013 that changed the material of the handle from aluminum to overmoulded silicon. The date code j0106 indicates the instrument was manufactured in january of 2006 and is over 10-years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.